Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated there was no change in activity or change to device settings. They stated this problem had been happening for the past 6-10 months. They reset the controller to resolve the issue. The issue was resolved at the time of the report. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient received the new controller and now they saw system problem, rm04. The patient stated that they played with it and eventually got the screen to go away, but they had only had the controller for 2 weeks and they were worried that they already saw the system problem. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting about 6 months ago, their controller has been shutting off by itself, and they have been getting errors on their screen. The patient was unable to confirm any of the errors on the screen. They stated that they turn the controller back on, and the battery level is usually at 100%. The patient stated that when they were charging their implantable neurostimulator (ins) two days ago, they got a ¿system problem rm04¿ on their controller. They stated that they reset the controller, and the message cleared. However, since resetting the controller, their ins and controller battery levels have been at 100% and have not depleted. Patient services walked the patient through checking the ins status, and the patient confirmed that their stimulation was on at group b. The patient then stated that their ins battery level was at 60%. They noted that their battery level appeared to be depleting, and that all equipment seemed to be working as expected. No further complications were reported or anticipated. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was going off by itself. The controller and ins showed 100% charged and then in the morning the controller and ins still say 100% charged and the controller reads that stimulation is off. The patient has to turn stimulation back on. There were no reported falls, however the patient has done some heavy lifting. The patient reported this had been going on for several months. A replacement controller was sent to the patient. No further complications were reported or anticipated.